Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.

Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. During the investigation the device was found to have a membrane failure. The random nature of events stored in the memory, the ten minute time outs and the excess current drain measured during the course of the investigation would indicate a failing membrane. The fault could not be replicated with a new membrane fitted. Furthermore, a slight voltage fluctuation was observed over the pogo pins, however this did not affect the devices ability to deliver therapy.